Event description:
A user facility reported to olympus, the evis exera ii ultrasound gastrovideoscope exhibited ultrasonic elements defective albaran mechanism jumps. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end, and stain could enter inside the lens through the gap. In additional, the acoustic lens surface was damaged, and gap had appeared on the acoustic lens surface. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to deformation of lock engagement lever knob, water tightness lost, due to adhesive peeling, lock engagement lever knob had gap, forceps control lever damaged, up/down knob deformed, grip deformed, gap between acoustic lens and ultrasound probe, acoustic lens scratched, chip in adhesive area between distal end and light guide cover, adhesive on bending section rubber discolored, connecting tube buckled, wrinkle and coating peeling, due to wear of angle wire, bending angle in right direction did not meet the standard `value, due to wear of k-wire, the forceps raising angle does not meet the standard value and universal cord buckled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap and damaged acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.